Event description:
A us distributor contacted zoll to report that a patient had a previous surgical incision and the lifevest dug into the area. The area was described as red, oozing and raw. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended over the counter desitin and a rash powder for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.